Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was alleging possible insulin pump over delivery. Customer¿s blood glucose level was 28 mg/dl and 300 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with insulin pump and sugar. Customer was using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose event. Customer did not allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for low blood glucose level, high blood glucose level and over delivery alarm. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.